Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
According to the hospital: during urgent use of the insertion kit after a resuscitation post cardiac arrest of adult male patient we discover a kinking in the intra venous part of the guide-wire after passing the second dilator sheath. Then nothing else can pass through the guide wire. (B)(4).